Event description:
The end user reported she noticed a red rash in (B)(6) 2014 that has been occurring on and off. She seen a physician for the rash and was prescribed anti-fungal powder as a precaution, however she was not diagnosed with fungal infection. She continues to use the anti-fungal powder. Currently, she stated that her skin is in the healing process. Wound care ostomy nurse reported that the end user has peristomal dermatitis, however this diagnosis could not be verified. Instructed on crusting with the anti-fungal powder followed by protective barrier wipes.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, but no patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.